Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-sep-2016, an fse visited the customer location and found that the small bottle tray in the reagent carousel was not in the corresponding pin detent causing the carousel not to turn causing instrument errors. The fse reseated and re-uploaded software version. Reagent carousel and door were working correctly. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was that the bottle tray was off detent setting due to an operator error.

Event description:
On (B)(6) 2016, a customer reported error 4351: reagent carousel rotation motor home detection failure on their aia-2000 analyzer. The customer indicated that the reagent carousel will not open and it's making noise. The customer was unable to run afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.